Event description:
Zoll lifecor customer support reviewed, the download of a (B)(6) old male pt which revealed three "gel released" flags. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the belt alarms was due to a missing connector nut. The root cause of the missing connector nut was likely due to a result of excessive force. Upon inspection, it was also discovered that the connector pins were bent. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.